Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, and pimples extended beyond the patch perimeter, which occurred two days after the sensor had been inserted in the arm. On saturday night, (B)(6) 2023 the patient called a local physician for help due to a burning feeling on the arm where the sensor was inserted. The doctor prescribed antihistamine oral medication (1 tablet 5 mg on saturday and another one on sunday) and asked the patient to come to the health center. At the health care center, they prescribed elocon (steroid) cream to use it 2 times per day. At the time of the report the arm was sore and itchy, but the skin reaction was localized. No additional event or patient information is available.